Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with weakness. The right atrial (ra) lead exhibited undersensing which could affect mode switch operation, diminished sensing and lead impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.